Event description:
The customer reported falsely depressed architect tsh results for 2 patient samples. On (B)(6) 2022, 2 patient samples generated an initial tsh result of 0.00 miu/l for both samples. When repeated on the same analyzer, the same value was generated. These results did not match the patients¿ clinical history. Both samples were run on another analyzer generating normal values of 0.72 miu/l for both patients. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data review, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any related trends for the lot number 47391ud00 and complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the device history record did not identify any issues associated with the customer¿s observation. Customer field data was used to assess the performance of the architect tsh assay using worldwide data. Review shows that the median patient results for lot and 47391ud00 is comparable with other lots in the field confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect tsh reagent lot 47391ud00.